Event description:
Uncomfortable-vagina [vulvovaginal discomfort] as soon as I put it in, not shortly after there would be blood on my pad liner... Leaking [device ineffective]. It was hard - tampon [device physical property issue] when releasing and pulling out the hard used tampon it does not always stay together [device breakage] . Case narrative: consumer reported via email that the tampon does not always stay together. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.